Event description:
It was reported that a syringe adaptor set had "lack of progression of medication flow" and leaked from the vented cap. The event was identified during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.